Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10,g3, g6, h2, h11 d10: distal lateral fibular plate right 6 holes 106 mm length cat# 47235701706 lot# 64465287. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported through a study database that a patient experienced ankle pain and stiffness attributed to post-traumatic arthritis with a possible relationship to the device and procedure. The report indicated the event was not related to instrumentation. The patient was awaiting ankle fusion; no treatment had been performed to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D11: distal lateral fibular plate right 6 holes 106 mm length cat: 47235701706, lot: unk. G2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.